Event description:
Stretcher was in the upper-most transport position, when the handles were pulled to release the wheels. The wheels did not release. Stretcher was bounced around and the wheels finally released, but the stretcher went all the way to the floor and would not come back up.